Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion alarms associated with an infusion set (contact detach), which resolved only after multiple infusion set changes and after troubleshooting and education were provided. No adverse clinical symptoms associated with interruption of insulin delivery consistent with an occlusion event. Outcomes included temporary disruption to therapy without emergency care or hospitalization. Investigation included technical troubleshooting and user education focused on occlusion recognition and resolution. Investigation of this case revealed an infusion pathway obstruction consistent with an occlusion and resolved with supply replacement, indicating an issue localized to the infusion set component rather than the pump. It was concluded, based on similar reports, that the cause was infusion line occlusion related to set use and placement.